Event description:
It was reported that intraocular lens (iol) was explanted from patient's left eye in a secondary procedure, due to unexpected post-operative refraction (concerns with refractive targeting) whereby physician has concerns of mislabeling. Incision was not enlarged and no vitrectomy was performed. Replacement lens was placed. Replacement lens was of a different model but same diopter (zcb00 diopter 25.0), serial number was not provided. It was noted that refractive outcome was significantly interfering with the activities of daily life. Patient post-operative visual acuity (va) was 20/40 uncorrected. Lens was discarded by the surgical site. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
Event was reported to amo sales representative by physician.

Manufacturer narrative:
The manufacturing records were reviewed for the intraocular lens. The production order was released 31-october-2013. There were no non conformances with respect to the final product release process. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. There were no associated nonconformity material reports within the production order. There were no non conformances with respect to the sterilization process. There were no complaint related environmental monitoring non conformances when the lens was manufactured. The production order was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non-conformances were identified. The review did not indicate any relationship with the design or manufacturing of the lens and the customer's reported event. All pertinent information available to abbott medical optics has been submitted.